Event description:
Subsequent to the initial medwatch report, return device analysis revealed that the guide wire tip was intact and was not separated.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device found the entire guide wire tip, core and shaping ribbon were intact confirming no detachment occurred. There was no damage noted to the guide wire. Guide wire visibility under fluoroscopy was reduced over the 3 cm length of the tip coil segment, but was unaffected at the tip ball solder and the gold marker band (located 4.5 cm from the tip). Investigation determined that inadequate line clearance likely caused a limited number of guide wires to be manufactured with an incorrect tip coil subassembly. A cine of the procedure was received and reviewed by an abbott clinical. The reviewer concluded that the image suggests that the small marker is the guide wire marker positioned 4.5 cm from the tip of the guide wire. Thus, the 3 cm tip of the guide wire is not radiopaque, confirming the incident description. During the interventional procedure, when the physician noted the reduced visibility, the guide wire was removed and the patient did not experience any adverse effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure of a right coronary artery, the balance middleweight universal ii guide wire was advanced; however, under fluoroscopy, the device did not have a radiopaque tip. The radiopaque area of the guide wire was uniform in color with the rest of the guide wire and there was no variation in appearance. The guide wire was removed from the patient, and a new balance middleweight universal ii was used to complete the procedure. There were no adverse patient effects; however, it has not been confirmed that the tip is not in the anatomy. Though requested, no additional information was provided.